Event description:
There was angioseal closure, and part of the closure device system broke off (very friable) in patient. Device malfunction leading to retained sheath in the left femoral artery and subcutaneous tissue. This necessitated exploration by vascular surgery team. Exploration of left common femoral artery with retrieval of the retained sheath in its entirety and primary repair of the left common femoral artery with suture hemostasis by vascular surgery service.after event, noted that device expired 10/31/2104.======================manufacturer response for 8fr angioseal vip platform, 8fr angioseal vip platform (per site reporter).======================unknown.